Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process, with the issue not recurring afterward. The customer was instructed to continue using the pump and to reach out if the problem reoccurred, with confirmation of understanding.